Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported 48-hour infusion completed within 1 hour. Per email provided by reporter on 25-mar-2026, the pump was stated to have been programmed incorrectly and ran as programmed. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
There was additional information received on 25-mar-2026. The reporter stated upon review of the event history for this device, it appears the device was not programmed by the clinician for a 46-hour infusion as expected. Pump was programed for 52ml/hr. With a res volume of 100 which should be a 1 hour and 56 min infusion. Pump ran for 1 hour and 56 min. Then stopped and the pump was turned off. It appears that the pump ran as it was programed.

Event description:
There was additional information received on 25-mar-2026. The reporter stated upon review of the event history for this device, it appears the device was not programmed by the clinician for a 46-hour infusion as expected. Pump was programed for 52ml/hr. With a res volume of 100 which should be a 1 hour and 56 min infusion. Pump ran for 1 hour and 56 min. Then stopped and the pump was turned off. It appears that the pump ran as it was programed.

Event description:
It was reported that a patient received a 48-hour infusion over the course of approximately one hour. Poison control was contacted, and the patient was transported to the emergency room and subsequently transferred to a higher level of care. No additional information was provided, and the adverse outcome is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.